Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices were hard to load and hard to deploy. Neither attained hemostasis at the aortotomy. The case was completed using a side biter. The hospital did not report any pt effects. The products are not returning as they were discarded. Refer to medwatch # 2242352-2011-01700.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issues with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).